Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was reported that the guidewire and puncture needle became stuck. The healthcare professional initially attempted placement via a cutdown approach; however, due to vascular calcification that made insertion difficult, the approach was changed to the subclavian vein. Subsequently, during guidewire insertion, the guidewire likely struck the vessel wall, preventing proper advancement. Reportedly, the guidewire appeared to become stuck when the healthcare professional attempted to withdraw it. The guidewire was withdrawn together with the metal needle. It was further reported that the guidewire stretched and bent. The procedure was completed using another device. There was no reported patient injury.